Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The reported patient effect of recurrent mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported single leaflet device attachment/slda was due to patient anatomy. The slda resulted in the recurrent mr. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr) with an mr grade of 4. One clip was implanted, reducing mr to 2. On an unspecified date, echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr increased to 4. On (B)(6) 2019, a second mitraclip procedure was performed, after prepping the steerable guide catheter, it was noted the shaft of the sgc was kinked. The sgc was not used and was replaced. One clip was implanted, reducing mr to 3. The patient is stable. No additional information was provided.